Event description:
Acct. Reports that when they squeezed the drip chamber of the blood tubing to prime the set, the spike separated from the drip chamber. There was "blood all over", but there was no contamination of staff and/or patients.